Event description:
Reporter indicated that vns pt had passed away. Neurologist indicated that the pt was admitted to the hosp for studies and all medications were discontinued causing the pt to go into status which resulted in death. Neurologist indicated that the vns therapy system was not related to the cause of death. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.